Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported the head of the electrosurgical knife "kept burning, breaking, and falling into the stomach" and "charred" with use of spray coagulation. The issue occurred with two devices on the same patient during a therapeutic peroral endoscopic myotomy. There were no reports of patient harm or impact. Additional information was requested but was not available at the time of this report.